Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The hcp reported that a device malfunction occurred, leading to the explant of the patient's ins device. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the ins s/n (B)(4) found insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.